Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Doctor initially reports that cam lever lock on sterile field post is too easy to engage and not holding wish bone in place. On (B)(6) 2016 customer reports that the surgeon was performing an anterior spinal discectomy with fusion when soon into the procedure the device failed to hold position. No harm done confirmed. Number 2 of 2 related complaints.

Manufacturer narrative:
On 8/7/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis: per the received 4020 wishbone assembly, the defective unit failed manufacturing checks 1, 2ii and 3 . During evaluation, engineering registered a handle throw force of 31 lbs. Which is considerably above the recommended range of 8-15 lbs. The 4020 wishbone arms failed the rotational resistance functional check with accompanying resistance, grinding and squeaking noise as well. Furthermore engineering observed minimal grinding as the taper joint was being rotated per manufacturing check 3. There is considerable amount of wear and tear present on the surfaces of both received defective units. This is normal wear and tear expected from regular usage over time. Device history evaluation: device history record reviewed for this product ID under lot code 157 shows no abnormalities related to reported incident found. These device passed all required inspection points with no associated mrr¿s, variances or rework. Conclusion: in regards to the 4020 wishbone assembly, the defective unit is being returned for the third time with previous servicing performed only once . The unit did not require any further servicing. The received unit is now exhibiting signs of excessive resistance during the handle throw motion and the rotational resistance of the wishbone arms through their entire range. The root cause for the observed failure cannot be fully determined. The unit demonstrates signs of being overtightened yet there aren¿t any signs indicating the nut being tampered with while out in the field. Furthermore, the unit was completely disassembled with no signs of internal component deformations which could be identified as a contributing factor to the observed failure.